Manufacturer narrative:
Received one device. Visual inspection found air detector damaged, confirmed through, replaced, air detector sensor. Performed air detector test. Performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer concern of damage in bottom of device was confirmed. It addition to a faulty air detector. It was reported that there was damage on the bottom of the unit. There was no reported patient involvement.